Event description:
A tandem mobi cartridge alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. However, the customer was unable to reload the original cartridge and resume insulin therapy due to a lack of access to another cartridge. A follow-up was scheduled to continue troubleshooting.